Event description:
To hamilton medical ag was the following reported: ventilator shows the technical event:285003. Screen brightness reduced. Display automatically switching on/off during ventilation.

Manufacturer narrative:
Conclusion: hamilton medical ag comes to the following conclusion: no patient harm, investigation was initiated and is ongoing.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be the defective fdc cable connecting the esm board to the display. But in this case the esm board was replaced. There was no patient or user harm.

Event description:
To hamilton medical ag was the following reported: ventilator shows the technical event:285003. Screen brightness reduced. Display automatically switching on/off during ventilation.